Manufacturer narrative:
Product return device was evaluated the returned tb-0535fc (lot#kr815799) was evaluated due to ¿heated up all the way to the handle¿ issue. The reported complaint is not confirmed. Visual inspection noted that the device attached to the usg-400/esg-400. Probe check was performed and the device passed the probe check with no error noted. Both switches were checked and found to be functional. In addition, the seal/cut buttons were fully hold/pressed down for over a minute and found no signs of the handle getting hot/warm. Visual inspection on the received condition was performed on the device and determined that there is some tissue buildup. The ptfe pad (teflon pad) was inspected and found majority portion of the teflon pad was missing at the distal tip jaw with metal exposed. The missing portion of the teflon pad was not returned. In addition, the exposed metal contact and the seal cut button was activated. The distal end of the device was inspected under the microscope and found charred marks to the probe unit and jaws. The wiper movement is noted to be normal and the consistency of movement of the handle and jaw is normal as well as the handle load. The rotation of the knob torque is determined to be normal and smooth. In summary, based on the evaluation and investigation results, the reported complaint was not confirmed. There was no signs on the handle that was over heating , however the teflon pad was found missing with metal exposed. Missing portion of the teflon pad was not returned. Based on the similar reported events, it was determined that the cause for the damage teflon pad is attributed to no tissue or insufficient tissue between the probe and jaw when the device is activated. As a preventive measure, the instruction manual provides several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
It was reported that the tb-0535fc heated up all the way to the handle and the doctor threw down the hand piece when he felt it get hot and the instrument burned the drape. There was no report of any burns to the doctor and the company representative believes it just got hot in the doctors hand and have to quickly drop it. Representative conveyed that during the procedure, the customer noticed that the tb-0535fc was overheating, enough that the customer could feel the heat through their glove. The tb-0535fc also overheated so much that it burned through a drape. Representative stated that there was no reported patient death or injury due to the incident. The procedure was completed successfully after the subject device was replaced with a new thunderbeat handpiece.